Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 404 mg/dl, which was treated with a manual injection. The customer stated that the insulin pump may have alarmed no delivery, but she could not tell; she stated that she could not see out of one eye, and the other eye had 20/70 vision. She declined to check for the presence of leaks or air bubbles in the tubing or reservoir. The customer stated that she declined to check for possible site or insulin issues. Upon troubleshooting, the insulin pump passed the high pressure test. She was advised that the insulin pump had been working as designed and to change the insertion site. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.